Event description:
Same case as: 2134265-2009-02054. It was reported that during a coronary drug eluting stenting treatment procedure, a patient death occurred. The 99% in stent (non-bsc stents) restenosed ostial lesion being treated was located in the moderately tortuous, non-calcified proximal to mid left anterior descending (lad) artery. The lesion was not predilated. The physician deployed a 3.00x16 mm taxus liberte stent and a 2.50x32 mm taxus liberte stent, inflated to 20atm. The stents were overlapping. Kissing balloon technique was performed with a 2.25x15 mm non-bsc balloon and a 2.50x32 mm stent delivery balloon in lad and diagonal branch, inflated to 14atm. The stents were well apposed. Medications given include: bayaspirin and panaldine. Fourteen days post the initial stenting procedure, while at home, the patient collapsed while taking a bath. The patient was ferried to a hospital with cardiac arrest symptoms. While being ferried to the hospital, and at the hospital, resuscitation was performed. The patient experienced abnormal cardiac rhythms and died suddenly. The cause of death is unknown. An autopsy was not performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.